Event description:
An elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A troponin t was tested at an alternative facility on a new sample and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.